Event description:
New information received notes that it was discovered that the right ventricular (rv) lead was unable to defibrillate with adequate safety margins during intra-operative testing and therefore the physician elected to explant and replace the lead.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for implantable cardioverter defibrillator (ICD) system removal. It was noted that the patient's right atrial (ra) lead was fractured and their right ventricular (rv) lead did not defibrillate. Therefore, the physician elected to explant both leads. The patient was discharged following the procedure.